Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string broke from two pessaries upon removal for one and prior to use for the second. She was unable to manually remove the pessary that was used and had to seek medical attention for removal of the pessary.